Manufacturer narrative:
Synthes is unable to determine the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from oberdorf indicates pt status post plate and screw implantation on an unk date returned to surgeon and it was discovered the screws were broken. Surgeon removed the hardware and replaced with another plate and screws. Surgeon noted the screws broke with no applied loads. This is one of five reports for this event.